Event description:
Patient reported "rupture" against ¿allergan textured¿ left device. Device has been explanted.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: deflation.